Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: lansdaal, j. R. Et al (2016) early weight bearing versus delayed weight bearing in medial opening wedge high tibial osteotomy: a randomized controlled trial. Fifty patients, median age 54 years (range 40-65), with medial compartment osteoarthritis, underwent a medial opening wedge high tibial osteotomy utilizing a locking plate without bone grafting. Patients were randomized into an immediate or a delayed (2 months) weight bearing group. Complications included the following: a (B)(6)-year old female, in the delayed group, was noted to have persistent pain and non-union at the osteotomy site. At 7 months post-op she underwent iliac crest bone grafting and removal of a prominent screw with resolution of symptoms in 6 weeks this is report 3 of 3 for (B)(4). This report is for an unknown screw.